Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that the implant became lordotic & surgical site became infected subsequent to a fall.

Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. G1: mr. (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: additional information, device evaluation . H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. Investigation findings: 3252 - fracture problem. Investigation conclusions: 4315 - cause not established. H10: radiographic images show advanced degenerative changes at the implant level. The implant was intact as-received. The endplates were attached and the sheath was present. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. The clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique.